Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying an "external device" error message. No patient harm or injury was reported. The customer sent the failed unit in for a repair. Service requested / performed: evaluation / repair. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes.

Event description:
The customer reported that the multigas unit was displaying an "external device" error message.

Manufacturer narrative:
The customer reported that the multigas unit is displaying a "external device" error message. No harm or injury was reported. The customer would like to send the failed unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the multigas unit is displaying a "external device" error message.